Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 1. On (B)(6) 2023, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.